Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins) for unknown indications for use. Rep called after speaking with pt who reports they have not charged their ins in about 1 week, and they are now seeing no device found when they attempt to initiate a recharging session. Mdt rep reports that they had pt reset their patient telemetry module (ptm) by removing the battery pack, but reports that it still showed no device found when attempting to recharge the ins. The issue was not resolved through troubleshooting. Technical services (tss) reviewed passive recharge subflow and choosing "recharge" instead of try again when prompted. Mdt rep was unsure how often the pt charges, and was not sure if they saw these options during their call. Mdt rep reports they will call the pt back and have them attempt to go through passive recharge, and would call back if further troubleshooting was needed. Caller stated they spoke with patient today, they reset controller and it is still showing "no device found" with and without the recharger. Technical services (tss) asked if patient had done passive recharge cycle(s) at all and caller stated patient doesn't see any options at the bottom of the "no device found" screen. Tss reviewed to ensure recharger is attached and patient will see try again or recharge options and needs to hit recharge. Tss reviewed patient can call patient services (pss) if they are having difficulty. Pt called back stating the implant won't charge. The rep troubleshooted but did not resolve the issue. It keeps saying no device found. Before no device found issue started, the recharger started to burn the patient, it was very hot. It was 2 weeks ago. Pt confirmed it was the cord by the paddle that got hot. Pt confirmed it did not leave any burn marks. Pt said they put a shirt or something in between. An email was sent to repair to replace the recharger. Reviewed once pt gets a new recharger, pt might need to go through passive recharge mode.

Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). B3: event date is date valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that to resolve the issue, the patient contacted medtronic patient services and was shipped a new recharger. The issue has been resolved. Pt weight unknown. The information has been confirmed with the physician account.